Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, no image was noted due to defective charged coupled device (ccd) sensor. Additionally, there was a pinhole on the cable sheath and signs of corrosion on the coupler. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head was not displaying image on the lcd screen. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a defective charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.